Manufacturer narrative:
(B)(6). Date of postoperative pain development is unknown. This report is for three (3) unknown 4.0 mm locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal of an adolescent nail was performed on (B)(6) 2018. The patient was initially implanted with one (1) adolescent nail and three (3) 4 mm locking screws on (B)(6) 2017. After the implant, the patient started experiencing pain and believed that the pain was caused by the nail. Due to the pain, the patient was brought back to the operating room on (B)(6) and the nail was removed. The nail was not replaced with any new hardware. The removal surgery was successfully completed without any delay. The patient was reported to be fine at the end of the procedure. This report is for three (3) unknown 4.0 mm locking screws. This is report 2 of 2 for complaint (B)(4).